Event description:
It has been reported to co that during the procedure the physician was unable to insert this device into the pt's artery. The device was removed and replaced with a similar device. The pt is reported as fine and the device is being returned for analysis.